Manufacturer narrative:
A lens work order search found no similar complaints within the work order. Per medical review - reportedly, intraoperative lens removal/exchange was performed to address tear in the iol noted during surgery. Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, it was determined that user error during loading was the cause of the event. Additional training was performed and no complications from the facility with regard to this matter were reported. (B)(4).

Event description:
The customer reported the silicone single piece lens tore during surgery. There was patient contact but no injury. The reporter stated the event was due to a loading error. Staar's representative went to the facility and performed an in-service.

Manufacturer narrative:
Method: device history review. Results: the device history review concluded there was nothing in the manufacturing of the lens was the root cause of this complaint. The most likely root cause to the lens haptic tearing is a user error or poor cartridge lubricity. Conclusion: (user error caused or contributed to the event): based on the complaint history, lens work order search, product evaluation and device history review, the most likely root cause of the event was a user's error. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed the lens was received in pieces and part of a haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).